Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01403.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01403. It was reported that the patient experienced a cerebral spinal fluid leak during her lead implant procedure. As a result, the patient was positioned to lay flat, and the issue resolved over time.